Manufacturer narrative:
Investigation is ongoing. Origen has reached out to our supplier for additional information about aluminum components in their facility.

Event description:
A free-floating aluminum partcle was found in the final product for kymriah (length of the particle was 422 micrometers). This resulted in the treatment not being provided to the patient.